Event description:
It was reported that a bradycardia alarm unexpectedly turned off without user interaction on the solar 8000 monitor. The clinician manually turned the bradycardia alarm back on. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.